Manufacturer narrative:
A field service engineer (fse) indicated the leak was located at vl115. The fse replaced tubing. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that a diluent leak around the aspirator pump on coulter lh 750 analyzer. The customer indicated that they were wearing personal protective equipment (ppe) containing of gloves and a lab coat. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.